Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on(B)(6) 2017 at 8:00 am. The patient informed the csr that he manages his diabetes with insulin (type and dose not reported). It was not reported if patient made any changes to his usual diabetes management regimen when he was unable to test due to the alleged. The patient claimed that 5 minutes prior to the start of the alleged issue, he developed symptoms of ¿shakiness and could hardly see¿. The patient claimed that as a result of the alleged issue he attended the emergency room on (B)(6) 2017 at 6:00 am where he was treated with a glucagon injection. The patient reported that his blood glucose was measured at ¿89 mg/dl¿ on the hospital meter at an unspecified time during his visit. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr noted the meter would not turn on after new batteries were installed. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for an acute low blood glucose excursion after the alleged power issue began.